Manufacturer narrative:
Medwatch report mw5060381. Event date corrected. Describe event or problem updated to include information received via medwatch report mw5060381. (B)(4).

Event description:
It was further reported that the patient was a code st-segment elevation myocardial infarction patient. After ballooning, the fetch2 catheter was inserted to aspirate clot from the coronary artery and the catheter split into two pieces at the y-connector where it enters into the patient. Both pieces were successfully removed by pulling back. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure, target lesion details are unknown. The catheter ¿separated when it was in the guide catheter.¿ it was removed without incident and the procedure was completed with a different device. No patient complications were reported and the patient¿s condition was reported as ¿fine.¿